Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a damaged (cracked) door, was confirmed. It was found that the device had a broken door. The broken door was replaced and the device was tested and found to be working according to specifications. The broken door is most likely a result of a possible fall of the device during storage or transport. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/03/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the pump device had a cracked damaged door upon receipt. During in-house engineering evaluation, it was determined that the device had a broken door. There was no procedure nor patient involvement reported. No additional information was provided.